Event description:
It was reported that the cause of the event was the "revision gastric stimulator". It was noted that the patient experienced irritation that was caused by the internal neurostimulator (ins) in the subcutaneous tissue in the right abdomen. It was further noted that the patient's device was revised on (B)(6)-2012. Hospitalization of the patient was required for 23 hours to revise the stimulator.

Event description:
It was reported that the patient could feel the lead connection on the top of the stimulator. The patient reported that they received assistance from their physician or manufacturer representative and that their concerns were resolved. They also stated that they would have the device moved to another location on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ lead. Product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ lead. (B)(4).

Manufacturer narrative:
(B)(4)